Manufacturer narrative:
The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a liner tear along the entire length of the sheath shaft. The marker band was present. A liner strand approximately 12 inches in length was observed. Scratches were observed approximately 2/75 inches from the strain relief and the sheath distal tip was opened as designed. No imagery or photographs were provided for review. Due to the nature of the complaint, no functional testing was performed. Dimensional analysis of the sheath liner thickness was performed along the length of tear and liner strand. The sheath liner thickness was found to be within specification at all measured locations. Device history review (DHR) review was not able to be performed as the device lot number was not provided. Lot history review not able to be performed as the device lot number was not provided. Complaint history review from november 2019 to october 2020 for the esheath (all models and sizes) revealed other similar complaints for liner strand. Available information suggests that patient factors (tortuosity/calcification/vessel size) and/or procedural factors (excessive device manipulation during ds insertion/withdrawal, device removal (intervention), bent valve strut/damaged valve, non-coaxial insertion, valve strut caught on sheath/liner) may have contributed to the reported events. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. In this case, the complaints were confirmed based on the condition of the returned device. No manufacturing nonconformities were identified. Dimensional measurements show that the liner thickness were within the specification. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. There is no evidence to support a manufacturing non-conformance contributed to the complaint. For this case, there is no information relating to patient anatomy provided for review. However, a review of the complaint device (c-curved shape and scratches) tortuosity and calcification may have been present in the access vessel. Access vessel calcification can create sharp nodules. It is possible that the sharp calcification nodules came into contact with the sheath liner upon device insertion, tearing entire length of the sheath. In addition, the access vessel tortuosity can create suboptimal angles for delivery insertion through the sheath. This may increase the likelihood of valve strut to catch on the liner, leading to liner tear and liner strand as seen in this complaint. Although a definite root cause was not able to be determined, available information suggests that patient (calcification, tortuosity), and procedural (valve strut caught on liner) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, a 26mm sapien 3 ultra valve was successfully deployed in the intended position. No issues were encountered during the insertion of the 14fr esheath or during the advancement of the valve and commander delivery system. Following valve deployment, when the esheath was withdrawn, the liner was observed to be torn. A possible liner stand was also noted. No injury or consequences to the patient were reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. Information regarding the access vessel minimum luminal diameter and degree of calcification and tortuosity was not provided.